Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2014 and suture was used. The needle and thread became detached during first passage through the tissue. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.